Manufacturer narrative:
The device is not available.

Event description:
It was reported that following angioplasty with balloon catheter (subject device), a stent was placed across the atherosclerotic lesion. The next day, the patient developed a stroke with neurological deficit. Medication (not specified) was administered to treat the stroke. Two days post procedure, the patient was discharged to rehabilitation center with modified rankin scale (mrs) of 3. The physician believed that the event was related to pre-existing condition but relationship to the procedure and devices unknown. However, the next day patient experienced fall and seizure and patient's hospital stay was prolonged. This event was resolved without residual effects.

Manufacturer narrative:
The device history record (DHR) could not be reviewed because the batch remains unknown. However, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, patient stroke and complications are known risk associated with endovascular procedures and are noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that following angioplasty with balloon catheter (subject device), a stent was placed across the atherosclerotic lesion. The next day, the patient developed a stroke with neurological deficit. Medication (not specified) was administered to treat the stroke. Two days post procedure, the patient was discharged to rehabilitation center with modified rankin scale (mrs) of 3. The physician believed that the event was related to pre-existing condition but relationship to the procedure and devices unknown. However, the next day patient experienced fall and seizure and patient¿s hospital stay was prolonged. This event was resolved without residual effects.